Event description:
Per voicemail: they believed the tip of the wire came off inside of a balloon because they were not able to pass the wire back to balloon. The balloon was a cayote peripheral balloon. No product code and lot number for cayote peripheral balloon were provided.

Manufacturer narrative:
A batch history review was carried out which demonstrated that the guidewire was manufactured to specification. Investigation waiting on device to be returned.